Event description:
Event description boston scientific crm received information that this right ventricular lead triggered a lead safety switch with impedanaces greater than 2500 ohms. The lead also exhibited non-capture and non-sensing. The patient was noted as asymptomatic due to strong underlying rhythm.